Manufacturer narrative:
Molyneux, a. J. Et al. (2004). Cerebral aneurysm multicenter european onyx (cameo) trial: results of a prospective observational study in 20 european centers. Am j neuroradiol, 25, 39-51. The onyx was used in the embolization of intracranial aneurysm and remains in the patients; product analysis cannot be performed. From the information provided in the article, the report of onyx migration could not be confirmed and a cause of the event could not be conclusively determined. Suspect medical device brand name: onyx avm model number: 105-8300-500.

Event description:
Medtronic literature review found a report of possible onyx migration. The purpose of this article was to investigate the safety and efficacy of onyx hd-500 in the treatment of intracranial aneurysms difficult to treat using surgical/endovascular alternatives. The authors reviewed 97 patients with 100 aneurysms; 79% of the patients were female, median age was 46 years. The article states that follow-up CT performed after treatment showed no instances of remote distal migration of onyx material from the main cast. However, there was one case of possible migration of a small fragment to a middle cerebral branch seen at angiography. The article did not state whether the patient experienced any symptoms or injury in connection with this event.